Manufacturer narrative:
H6 medical device problem code: 2017 above rbp. The additional device referenced in b5 is filed under a separate medwatch report number. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a dissection in the right coronary. A 4.08x8mm nc trek neo balloon dilatation catheter advanced and inflated to 32 atmospheres; however, ruptured. A a 3.5x26mm graftmaster covered stent was attempted to cross; however, failed due to anatomy. When attempting to remove the device it became stuck in the anatomy and was noted to be difficult to remove. Another unspecified device was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to user error. It was reported that the balloon was inflated to 32 atmospheres and ruptured. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek neo device is 18 atm; therefore, rbp was exceeded. In this case, it is likely that overinflating the balloon resulted in the reported balloon rupture. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.